Event description:
A flight program located in (B)(6) had acquired zoll x series monitors in (B)(6). The base is located at (B)(6). During patient transports, the monitor is exposed to radio radar frequency from one of the radars at the airport. This exposure has caused the x series monitor, made by zoll, to turn off during patient monitoring. These occurrences have happened consistently since acquiring the zoll x series monitors. We have returned 3 of monitors to the company for trouble shooting. The company gave us monitors for temporary replacement and the events were repeated with the replacement monitors. There have been no adverse affects to patients at the time of this report to the FDA. A report has been made to the zoll company.